Manufacturer narrative:
Block h6: device code a020503 is being used to capture the reportable event of unsealed device packaging.

Event description:
It was reported to boston scientific corporation that an orbera intragastric balloon system device had damaged packaging during an implant procedure performed on (B)(6) 2025. There was an issue with the packaging security seals, they were found broken. Multimedia was provided of the balloon implantation procedure. The video appears to show the physician attempting to implant the orbera balloon, but that there were issues with the fill catheter detaching and the outer sheath separating. The procedure was completed using a different device from the same model. There was no patient complications reported as a result of this event. No additional information has been able to be obtained despite good faith efforts, regarding the event or whether the balloon was attempted to be implanted despite the security seals found broken.

Event description:
It was reported to boston scientific corporation that an orbera intragastric balloon system device had damaged packaging during an implant procedure performed on (B)(6) 2025. There was an issue with the packaging security seals, they were found broken. Multimedia was provided of the balloon implantation procedure. The video appears to show the physician attempting to implant the orbera balloon, but that there were issues with the fill catheter detaching and the outer sheath separating. The procedure was completed using a different device from the same model. There was no patient complications reported as a result of this event. No additional information has been able to be obtained despite good faith efforts, regarding the event or whether the balloon was attempted to be implanted despite the security seals found broken. Correction: additional information received on august 27, 2025 states that the packaging was not damaged.

Manufacturer narrative:
Block h6 device code a020503 is being used to capture the reportable event of unsealed device packaging. Correction to block b5 and block h6 the device code a020503 was incorrectly reported. According to the information provided by the customer on august 27, 2025, the packaging was not damaged. B5 has been updated. Correction to block e1 initial reporter's information has been updated. Block h11 the device was returned for analysis. A media and visual inspection were performed. During media analysis, the balloon was observed into the patient anatomy with the top portion of the sheath detached at the valve. Also, the fill tube was observed detached from the valve inside the patient's anatomy. During visual inspection, it was observed the top portion of the sheath detached at the valve. Also, the fill tube was observed detached from the valve. For these reasons there is enough information to confirm the catheter detachment of device or device component and sheath material separation reported. It is most likely that procedural factors, such as device handling and the technique used by the physician (e.g., the amount of force applied), contributed to the damage observed in the device. Therefore, this conclusion is considered acceptable since the adverse event occurred during the procedure and the device itself did not influence the event. For this reason, the event is classified as "adverse event related to procedure."